Event description:
The customer¿s biomed notified the manufacturer that during preventative maintenance (pm) the device failed the electrical safety test. The issue occurred during pm, therefore no patient harm and no reports of user harm. The power cord was identified as the issue for the failure. The device failed the electrical safety test which indicated the need for replacement power cord. Per the biomed, no identifiable damage or wear and tear was noted on the power cord. Based upon the device evaluation and service performed, the customer¿s alleged malfunction was confirmed. The replaced part has not been received for internal component analysis as it was scrapped at the customer facility.

Manufacturer narrative:
Per the customer's biomedical engineer, the ventilator passed the electrical safety test post power cord replacement.